Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation on getting error e315 was not confirmed. However, evaluation found blackout image due to faulty scope connector. In addition, the device evaluation found following non-reportable findings: there was leaking at the bending section cover; the insertion tube was worn; the light guide tube and the protector was discolored; the white line on the insertion tube was missing and the switch was aging and discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope displayed no image with alarm code error e315. The issue was found during preparation for use for an unspecified diagnostic bronchoscopy. The procedure was completed with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon (error e315) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, based on the results of the investigation, it is likely blackout image occurred due to water invasion of the device. However, a definitive root cause could not be determined the following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images bf-mp290f are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.